Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received, analyzed and no anomalies were found. Analysis of the device memory indicated right ventricular (rv) oversensing and undersensing.

Event description:
It was reported that the patient ceased during sexual intercourse and became unresponsive. The patient subsequently died. Technical review of stored episodes revealed appropriate detection of ventricular tachycardia (vt) episodes. However, there are occurrences of t wave oversensing (twos) or double-counting. The atrial pace (ap) events occur due to normal dual chamber timing with some longer v-v intervals and also with some evidence of undersensed r-waves. Ventricular safety pacing (vsp) events occur following the majority of these ap events. The twos/double counting events in some cases cause a lack of discrimination due to intervals being too short and also contribute to an effective single zone (vf-only) operation. All of the other logged diagnostic information is consistent with typical post-mortem impedance measurements with no clear indication of any lead failure or of any other system failure. In addition, the patient showed signs of fluid accumulation and decompensation prior to these episodes. Cause of death was vt.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: dtbb1d4 ICD, implanted: (B)(6) 2014. (B)(4).